Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open procedure, in the anastomosis of esofago-yeyuno the stapler did not fire. The knife blade still cut but no staples were fired. Manual suture was done to complete the case.